Event description:
It is alleged the pt did not receive adequate oxygen. Attempts to obtain additional info has not been successful. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.